Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
During processing of this complaint, attempts were made to obtain patient weight, and but it was not received. The results/ method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related regulatory manufacturer reference number: 1627487-2020-21404. It was reported that ipg could not be set to MRI mode. Troubleshooting did not resolve the issue. As a result, surgical intervention occurred during which the system was explanted. Additional report for explant due to ineffective therapy is being documented in related manufacturer reference numbers: 1627487-2020-21396 and 1627487-2020-21405.